Manufacturer narrative:
This report is for an unknown spine cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hermansen, a., hedlund, r., vavruch, l., and peolsson, a. (2011), a comparison between the carbon fiber cage and the cloward procedure in cervical spine surgery: a ten- to thirteen-year follow-up of a prospective randomized study, spine, vol. 36 (12), pages 919 ¿ 925, (sweden). The aim of this prospective randomized study is to compare the outcomes of acdf with cifc with those of acdf with cp 10 years or more after the surgery, using a broad clinical and patient-centered assessment. Between 1995 and 1998, a total 103 patients were included in the study. Surgery was performed using cervical intervertebral fusion cage (cifc; acromed, cleveland, oh) or by cloward procedure (cp). 52 patients were randomly assigned to the cifc group and 51 to the cp group. Eight patients (3 randomized to cifc and 5 to cp) changed their minds and declined surgery, leaving 95 patients in the study. A total of 73 patients (34 male and 39 female) with a mean age of 59 years (sd 8.6, range 42¿79) completed the questionnaire (39 patients in the cifc group and 34 in the cp group). The mean follow-up period was unknown. The following complications were reported as follows: 4 patients died for unrelated reasons. 1 patient had developed a whiplash-associated disorder 6 weeks after the surgery. Unknown number of patients had no fusion/ pseudarthrosis. Unknown number of patients had a mean vas pain of 35, mean vas for neck pain of 30, mean vas for headache of 14. 15 patients had daily arm pain. 16 patients had daily hand weakness. 13 patients had daily hand numbness. 12 patients took painkillers daily. 29 patients had neck problems in last 6 months. 12 patients had daily neck problems. 16 patients had neck problems impacting on daily life. 6 patients had daily headache. 1 patient had unchanged effect of surgery. 2 patients had worse effect of surgery. 10 patients had additional surgery; of those 6 patients had reoperations. Of the additional surgery, 6 were among those with pseudarthrosis at 2 years (three reoperation and three on adjacent level) and 4 patients among those with healed fusion (three reoperation and one on adjacent level). This report is for an unknown depuy spine cage. This report captures the adverse events of no fusion/pseudarthrosis, pain, hand weakness, hand numbness and additional surgery or reoperations. This is report 1 of 1 for (B)(4).